Manufacturer narrative:
Investigation under (B)(4) is on going. (B)(4). Visual inspection of the lens showed the optic and haptic were torn.

Event description:
The surgeon implanted a silicone lens model aa4203tf and was damaged during implantation. The lens was removed without patient injury. It is unknown if there was a product malfunction.